Event description:
Customer reported hospitalization due to high blood glucose readings of over 500 mg/dl and diabetes ketoacidosis. It was noted that the customer was unconscious, vomiting and her kids called the paramedics. Customer was placed on IV drips and then reconnected to the insulin pump when she got home. Customer also mentioned having blood at the insertion site. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.